Event description:
The following report was received from the affiliate: on the same day of the index procedure, acute closure occurred at the left main. Cag was conducted and thrombus was observed in the implanted cypher stent. To treat the thrombus, poba was conducted. Details are unk. Unfortunately, the pt passed away later that day.

Manufacturer narrative:
The procedure was a sub-emergent case due to acute coronary syndrome. The target lesion was at the left main and proximal lad. The vessel was a de-novo and bifurcated lesion. Classified as type b2. The lesion length was 13.5mm and vessel diameter was 2.5mm. Pre-dilation was conducted with a 2.75x18mm balloon at 20atms for 30 seconds, followed by deployment of a 2.5x23mm cypher des, implanted at 20atms for 20 seconds at the left main/proximal lad. Kbt was conducted after stent implant. But because the ostial section of the proximal circumflex became hazy, a second 2.5x28mm cypher des was implanted at 20atms for 20 seconds using y-stenting technique. Post-dilation was conducted with a 2.5x25mm balloon at the left main and proximal lad and a 2.5x30mm balloon at the proximal circumflex at 20atms for 20 seconds by the kissing balloon technique. Ivus was not conducted. Timi flow pre and post procedure was iii. Part of the stent was under-dilated lesion so the residual % of stenosis was 25%. Act was not measured. Anti-platelet therapy conducted is the following: aspirin 100mg/day, ticlopidine hydrochloride 200mg/day and heparin 8,000u. Physician's comment: the probable cause of the thrombotic event was because, the pt had uap and was a terminal lung cancer pt, and so the pt could not eat properly leading to dehydration. In addition, there was decrease in immunity and irregularities in blood coagulation. This is one of two products being reported for the same event. Please reference manufacturing reports #: 9616099-2006-00630 and 9616099-2006-00631. Please note: device is distributed outside the united states. However, it is similar to the united states product. Any additional info will be submitted within 30 days of receipt.